Event description:
Complainant alleged that while monitoring a pt the device inappropriately gave an "attach pads" prompt when pads were already attached. Complainant indicated that the clinician obtained another device to continue treating the pt. Complainant indicated that there was no adverse effect to the pt due to the reported malfunction.

Manufacturer narrative:
Zoll medical corp as received the product and will be providing a follow-up report when our investigation is completed.